Event description:
While flushing uac [umbilical arterial catheter] after obtaining labs part of the transducer tubing dislodged from connection site at stopcock (transducer saved and given to management). [Redacted] rn called to bedside. Scrubbed stopcock x3 with chlorhexidine swabs and placed a 3ml syringe at the end. Ordered new fluids and called pharmacy to have them sent stat. Entire line changed. [Redacted] emailed [redacted] mailed on fedex trk#[redacted]. Manufacturer response for IV tubing, monitoring kit w/tp4, 30ml squeeze flush and needleless valve (per site reporter).